Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed. The share data log was reviewed and a loss of connection was not observed as there was no data available. The global transmitter final functional test was performed and passed with no deficiency. The reported customer complaint could not be reproduced with the transmitter and the complaint could not be confirmed. The root cause could not be determined post investigation.